Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1111 "o2 device failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) called technical support to report that a 1111 "o2 device failed" error occurred. The bme previously replaced the flow sensor assembly and blower assembly and discovered that the data acquisition (da) printed circuit board assembly (pcba) was not seated properly. The bme removed the da pcba with oxygen (o2) still attached--the customer found that o2 pressure blew the da pcba off when unscrewed, and the device gave a 1111 "o2 device failed" error. The remote service engineer (rse) performed troubleshooting with the bme and informed the bme to attempt the following per the service manual: 1. Verify that the o2 source pressure is 40 to 87 psig. 2. Perform the high-pressure leak test (section 9.5). 3. Verify o2 flows (section 9.12). 4. Inspect the o2 inlet filter for contamination or debris. 5. Replace the o2 valve. 6. Replace the da pcba. The bme ultimately reseated the da pcba back onto the flow sensor assembly solenoids and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.